Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values five days after the sensor was inserted in the arm. The patient reported that she was at the hospital (gastrointestinal associates) for a routine check-up that required anesthesia. Prior to arriving at the medical appointment, the patient was self-treated with 20 units of insulin. While she was there, she started to shake, and the nurse took a blood glucose reading which was 65 mg/dl and the cgm reading was 152 mg/dl. The patient was treated with IV glucose (glucose fluids) prior to the examination. The patient was not hospitalized due to this hypoglycemic event. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.